Manufacturer narrative:
No further information was provided. The patient remains ongoing on the lvad system. A supplemental report will be submitted when the manufacturer's investigation is completed. This report addresses the lvad pump. The modular cable is reported under MFR. #2916596-2020-00829.

Event description:
It was reported that during the implantation procedure in the operating room, the lvad system was being prepared. After testing of the pump it became difficult to disconnect the modular cable from the pump at the connector point. The screw was reportedly difficult to disconnect even with a tool. After disconnecting the modular cable, it was exchanged for a new one. No further information was provided.

Manufacturer narrative:
Sections d4, h4: correction. Manufacturer's investigation conclusion. The root cause of the reported event could not be determined. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas patient handbook contains instructions for observing damage to the modular cable and replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.